Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical but used. No defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire the remaining clips from the device. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are damaged. No clips were loaded into the jaws of the applier. Further examination revealed that there are no clips remaining in the channel of the device and the orange indicator clip is also gone. The device could not be functionally tested. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the sample returned could not be functionally tested. The potential cause of this complaint issue other remarks: could not be determined. The reported complaint of the clip falling from the jaws of the applier could not be confirmed based upon the sample received. The device was received with no clips remaining in the device and therefore could not be functionally tested. No damage was observed on the jaws that could have led to this complaint. However, the internal ratchet ears were confirmed to be damaged which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The physician fired a clip that had rotated 90 degrees and locked in the applier and fell into the patient and the physician removed it with a specimen bag. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600330 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician fired a clip that had rotated 90 degrees and locked in the applier and fell into the patient and the physician removed it with a specimen bag. The patient's condition was reported as fine.